Event description:
We had an event with a patient that was having a cardioversion. The pro-padz where used for the procedure. During the shock the md visualized an electrical arc across the chest of the patient. It appears that the patient has a half ring of burnt gel on his chest. Silvadine was applied to the area immediately. It does not appear that the burns are severe at this time. The procedure was successful in cardioverting the patient and currently he is not complaining of any discomfort. The anterior and posterior chest sites were clean and were free of hair and moisture zoll pro-padz were applied in an ap orientation with excellent skin contact. The surface ECG tracing was clean with high fidelity, with perfect sensing noted. A synchronized 150 j shock was delivered the rhythm did covert to nsr, a small spark was noted at the pad site with arch FDA safety report ID # (B)(4).